Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 5. A fluid leak was subsequently discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the clinic manager (cm) at the patient¿s clinic confirmed the reported event. The cm stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cm could not confirm if the patient completed treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cm confirmed the patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 5. A fluid leak was subsequently discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the clinic manager (cm) at the patient¿s clinic confirmed the reported event. The cm stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cm could not confirm if the patient completed treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cm confirmed the patient has continued using the cycler for their pd treatment without issue since.